Event description:
In 2001, powerheart was connected to a patient at the medical center; the powerheart was set in automatic mode. The patient was in a stable condition; the powerheart detected tachy, charged, and delivered a shock of 200j. The pt was in good condition, and was subsequently disconnected from the device.